Event description:
It was reported that the camera head displayed error b30 and the image is very pixelated. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and confirmed the customer failure " image is very pixelated". A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to the cable unit, there is noise in the image (image is very pixelated). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received "from" customer.